Event description:
It was observed during the device evaluation, the light guide cover glass adhesive and charged coupled device cover lens adhesive of the duodenovideoscope were chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the light guide cover glass adhesive and charged coupled device cover lens adhesive were chipped. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.